Manufacturer narrative:
(B)(4).

Event description:
Procedure type: pelvic lap. According to the reporter: two needle threads snapped while closing pelvic peritoneum laparoscopically, resulting in longer procedure time and anaesthetic time. Xray was required to locate the 2nd needle, which was removed safely. Details passed to the local rep to complete an f+t form and obtain sample.